Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the transmitter had a pairing issue. No additional event or patient information is available. Data download log was provided and reviewed for evaluation on (B)(6) 2016. Complaint for a transmitter not pairing was confirmed, in addition a transmitter failure was found and confirmed on (B)(6) 2016. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reporable.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event that the transmitter pairing failed. The root cause was could not be determined.